Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) tip cover accessory. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst: the image shows the mcs tip cover with a hole.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted a big hole on the monopolar curved scissors (mcs) tip cover accessory. No fragment fell into the patient. The customer used a spare accessory to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the grounding pad was in use and was placed on the upper right leg. The ground pad did not appear to have any defects. It is unknown where the energy leak/ arc came from. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface and the installation tool was used. No electrolube or other lubricants were not applied to the mcs instrument prior to the tip cover installation. There was no damage to the tip cover. There was no instrument collision. No arcing was observed during the procedure. The issue occurred during coagulation. The damage was first observed intraoperatively during use.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) further followed up and confirmed that the generator setting was configured to be 40 watts when the issue occurred, and the issue was resolved after replacement to the backup. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory (tip cover) and completed the device evaluation. Inspection during failure analysis identified localized melting at the proximal end of the mcs tip cover. The complaint was confirmed by failure analysis. Another tip cover was received by isi as a discrepant product return. Inspection during failure analysis identified no hole or thermal damage on the mcs tip cover. Further inspection identified tearing at the mouth on the distal end. The tear measuring 0.033¿ to 0.090¿ in length was axially aligned with the tip cover. There are no signs of thermal damage present at the end of any tears.